Event description:
It was reported that the patient ¿had not gone a drop with the catheter¿ and had not used the bathroom since the morning of the date of report. The patient did not know how to ¿get the other lead untapped from the back¿ and was upset about it. The patient was implanted with the trial one day prior to report and was attempting to switch the screener from the left to the right side.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).